Event description:
After procedure was completed a perclose closure was attempted. When the perclose entered the body the suture inside the device broke (without being deployed), causing the device to be removed over the wire with no harm to the patient.